Event description:
It was reported that the customer had high blood glucose levels of about 349 mg/dl. The customer reported a blank display on the insulin pump. The customer further reported that there were no alerts prior to the blank display on the insulin pump. The customer also reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).